Event description:
Tech - ground broken replaced ac plug. A hill-rom technical service representative found that the ground prong was broken while performing preventative maintenance, and there were no reported injuries. He replaced the ac plug to resolve the issue.